Event description:
Pt reported off-label use dosing insulin based on cgm readings. Pt reported that he subsequently became hypoglycemic and crashed his vehicle into a tree. Pt reported an inaccuracy in his cgm readings, stating that his cgm read at 140 mg/dl when his fingerstick measurement was 26 mg/dl. Pt was taken to the hospital following the accident, but was fine at the time of his call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.